Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the inability to remove unspecified medications at inopportune moments. The technical service engineer assisted and provided documents to resolve the issue. The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system that it had a medications data problem. The customer reported that they were unable to pull medications for the patient. There were no adverse events or injuries reported based on this event.